Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarms. Customer¿s blood glucose was unknown. Customer was able to clear the battery out limit alarm due to insulin pump rest. Customer received requested to rewind insulin pump and was unable to complete rewind. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.